Event description:
It was reported that when the anspach drill test was run for a demo, the motor jams on e2 error. The burr, the drill collar and the long attachment were locked correctly. No patient involved. Investigation results determined that there was internal wiring damage, which makes it a reportable event.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A relationship between the reported event and the device was established as the reported problem was confirmed. A complaint history review found similar reports, this issue will continue to be monitored. DHR review found that no conditions that could contribute to the reported event were found. The reported product met manufacturing specifications prior to being released for distribution. Visual inspection of the connector found that no pins were bent or recessed. A functional evaluation was performed, the drill was connected to a navio system and the console showed an e8 error. The drill would not spin in a drill test. It did not show any e2 errors. The drill was unplugged and plugged back in again and displayed again an e8 error. E8 errors are indicative of intermittent connections and the issue is likely due to internal wiring damage in the connector. The root cause was established to be supplier / raw material fault. No containment or corrective actions are recommended at this time.